Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally entered a bolus of 16 units into the pump, rather than the intended value of 1.6 units. Customer was able to cancel the bolus before delivery. The customer's blood glucose level was 215 mg/dl. Reportedly, the customer corrected the setting and resumed insulin therapy.